Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two laser probes would not fit into the trocar. There was no patient harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer reporting that a new probe was used to complete the case.

Manufacturer narrative:
Additional information provided. Two 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples performed showed a bent tip on one probe and a slight bump on the cannula near the cannula-nitinol junction from excess adhesive. The laser probe was inserted into a sample 25ga trocar cannula, passed through with noticeable resistance on one probe, and got stuck on the other. The sample¿s cannula and nitinol length was measured using the 25ga needle length gauge per manufacturing assembly procedure (map), where the cannula and the nitinol length were found to meet specifications. The sample¿s outer cannula diameter was measured. With outer diameter minimum/maximum values of 0.0200 to 0.0205 inches, the samples outer diameter was measured to be 0.02005 to 0.02030, meeting specifications. The sample was returned and the reported event was replicated. Through visual evaluation, it was determined that there was excess adhesive residue on the cannula tips. The 25 gauge illuminated flex curved laser probe was manufactured on august 28, 2017. There were 1116 paks associated with this lot. The 25 gauge illuminated flex curved laser probe was manufactured on august 22, 2017. There were 93 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the 25 gauge illuminated flex curved laser probes cannula tip. An internal investigation has been initiated to investigate returned laser probes with excess adhesive residue observed on the tips. The manufacturer internal reference number is: (B)(4).